Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. The scope tested negative. The scope was then ethylene oxide (eo) sterilized and returned to the service center for a physical evaluation. A visual inspection was performed on the scope and there were no signs of foreign material or stain inside the instrument and suction channels. There were also no signs of foreign material or stain found with the external areas of the scope (insertion tube, bending section cover and the distal end). Additionally, the scope passed the leak test. The service group noted the bending section cover glue was lifted/peeling. The likely cause of the lifted peeling glue is potentially attributed to wear and tear. A review of the scope's history records indicate the scope was purchased on october 31, 2019 with no repair records. Based on the nelson lab and scope evaluation results, the cause of the reported event is unknown as there was no abnormalities or foreign material/stain found on the scope. To date, the ess investigation has not been finalized. However, if additional information becomes available this report be updated accordingly.

Manufacturer narrative:
An endoscopy support specialist (ess) visited the user facility and provided a reprocessing training. In-service included cleaning, disinfection, and sterilization information contained in the instruction/reprocessing manuals. No deviations were observed but the ess noted that the user facility utilizes an ims leak tester, the medivator scope buddy for flushing during reprocessing, and are sterilizing the scope via sterrad.

Manufacturer narrative:
The device in question has been returned for evaluation; however, no results are available at the time of this report. If additional information becomes available, a supplemental report will be filed. As a preventive measure, the instructions for use provides warnings that state: "after using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection."

Event description:
The user facility reported that a patient was diagnosed with having mold in the lungs. At this point, the customer has not concluded that the scope is the source for the mold in the patient, but the scope is one of the potential causes which they are investigating. There are two scopes reported to have been used when multiple patients in the time frame of mid-(B)(6) 2019 to the end of (B)(6) were infected. The reporter did not provide a specific number of patient involved. This is report 2 of 2.